Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the xience sierra stent delivery system (sds) failed to cross the right coronary artery (rca) heavily calcified lesion. The sds was removed from the anatomy and re-inserted several times. On the final attempt to cross the lesion, the shaft separated. Another device was used in replacement. There was no adverse patient effects and no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience sierra everolimus eluting coronary stent system instruction for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent violation of the IFU as it is likely that as the stent delivery system (sds) was advanced, resistance was met with the heavily calcified anatomy resulting in the reported failure to advance. Manipulation and/or inadvertent mishandling of the device as the sds was removed from the anatomy and re-inserted several times ultimately resulted in the reported shaft detachment. The noted multiple bends on the hypotube likely occurred due to handling or during packing for return analysis. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience sierra everolimus eluting coronary stent system instruction for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent violation of the IFU as it is likely that as the stent delivery system (sds) was advanced, resistance was met with the heavily calcified anatomy resulting in the reported failure to advance. Manipulation and/or inadvertent mishandling of the device as the sds was removed from the anatomy and re-inserted several times ultimately resulted in the reported shaft detachment. The noted multiple bends on the hypotube likely occurred due to handling or during packing for return analysis. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.